Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up sometime after implant. Upon review, it was noted that the patient had torn off their steri strips. The wound was cleaned and redressed. The patient missed their subsequent follow-up appointment and was later admitted to the hospital on (B)(6) 2019. An infection was noted. The patient's implantable cardioverter defibrillator system was removed. The patient was stable. Related manufacturer reference number: 2017865-2019-06056. Related manufacturer reference number: 2017865-2019-06058.

Manufacturer narrative:
Analysis was normal. No anomalies were found,